Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer stated the prograsp forceps instrument had an unknown error. The procedure was completed with no reported injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.